Event description:
Contact reported a pump malfunction. There was no reported impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.